Manufacturer narrative:
Unit seats unexpectedly. Unable to verify insulin flow block alarm. During inspection found electronic stack and force sensor corroded. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test and occlusion test due to corrosion.

Event description:
The customer reported via phone call that the insulin pump had a insulin flow blocked alarm. The customer¿s blood glucose level was unknown. The customer assisted with troubleshooting and noticed that the insulin exited. The insulin pump will be returned for analysis.